Event description:
It was reported that the patient has expired after an implant duration of approximately 0.5 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 235 mg/dl on advantage system 1 compared back to back with a result of 83 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding suppressed ck results generated by the unicel dxc 600 pro synchron clinical systems for two patients. The erroneous result was reported outside of the lab for patient #1. The customer reran diluted samples and got higher results. The result for patient #1 was amended and reported. By the time the corrected result was amended for patient #1, the patient had already been transferred to a different hospital. There was no affect to patient #2 since the erroneous result for this patient was not reported outside of the lab.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. The cause of death was not provided; however, it was learned that the event was not device related. The device has been disassociated from the event by the health-care provider. Therefore, it has been determined that this event is no longer reportable to the FDA.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.